Event description:
Consumer reported complaint for hi blood glucose test results. Nurse from medical facility called to report one of their patients had obtained hi. Nurse declined to provide any information. Product information, including meter serial number and test strip lot number, was not provided. Nurse declined to troubleshoot; nurse stated that they already performed the control test and meter is fine they are not concerned about meter reading hi all she wanted to know was the meaning of hi and the range that meter reads blood sugar.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing not performed as lot number was not provided. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer unable to contact customer in follow-up call - contact information was not provided.